Event description:
It was reported that this patient presented to a regular follow-up appointment where a lead safety switch (lss) was noted from this right ventricular (rv) lead. Boston scientific technical services was contacted and it was discussed that the lss had occurred due to high, out-of-range pacing impedance measurements (>2000 ohm) in the bipolar sensing mode. It was recommended to perform thorough in-clinic provocative maneuvers to exclude rv lead impairment. At this time, the system remains implanted and no adverse patient consequences were reported. Exhaustive attempts were made regarding the specific lead details and event resolution, but was not received.

Event description:
It was reported that this patient presented to a regular follow-up appointment where a lead safety switch (lss) was noted from this right ventricular (rv) lead. Boston scientific technical services was contacted and it was discussed that the lss had occurred due to high, out-of-range pacing impedance measurements (>2000 ohm) in the bipolar sensing mode. It was recommended to perform thorough in-clinic provocative maneuvers to exclude rv lead impairment. At this time, the system remains implanted and no adverse patient consequences were reported. Additional information has been requested regarding the specific lead details and healthcare facility, but has not yet been received.